Event description:
After the treatment of an in-stent proximal right ostial lesion, the physician removed the cutting balloon through a medtronic alr 12, 7f guide catheter. The physician felt resistance as the catheter was withdrawn into the guide. Upon examination of the cutting balloon the physician noted that one of the three blades was missing. The guide's inside curve had been slit by the dragging cutting balloon blade. The physician returned the cutting balloon but not the guide. Although the missing blade has not been located the pt was treated successfully.